Event description:
It was reported that tension gauge broke during surgery, all pieces accounted for. No patient injury.

Manufacturer narrative:
Please see attached file for the results of our investigation. (B)(4).